Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 23-jan-2026 and investigation completed on 26-jan-2026, this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code soft cannula bent/kinked/crimped after removal -blockage. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint, and due to the absence of a specific lot number or part number, a high-level investigation was conducted for the assigned malfunction in infusion set products distributed to the customer. This included but it was not limited to quick set paradigm, minimed quick set, minimed mio, minimed mio 30, minimed silhouette, minimed sure-t, sure-t paradigm and I-port advance product families. Please refer to the attached memos for full details. I-port_advance_(cannula)docx. Minimed_mio_30__lopi-cannula. Minimed_mio__lopi-cannula. Minimed_silhouette_cannula. Quickset_paradigm_cannula. Enclosure 1:electronic quality management system (eqms) search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) plan determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion due to the absence of a lot number, part number, and returned product, the investigation was limited to a high-level review of the assigned malfunction in infusion set products distributed to the customer. This included but it was not limited to quick set paradigm, minimed quick set, minimed mio, minimed mio 30, minimed silhouette, minimed sure-t, sure-t paradigm and I-port advance product families. The review included an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available.

Event description:
Reference number (B)(4). Event occured in belgium. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2024 and was treated by intravenous (IV) drips. The blood glucose level was 585 mg/dl at the time of event and was caused due to issues with bent cannula. Patient also experienced the symptoms of throwing up, sick at the time of the event. The patient has not been released from hospital yet. No further information available.